Manufacturer narrative:
The pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads, missing end cap sticker and broken battery cap. (B)(4).

Event description:
The customer's father reported via phone call indicating high blood glucose readings and a faulty insulin pump. The customer's blood glucose was 450 mg/dl. The father stated that there are cracks on the pump from the corner of the screen around the battery housing. The father stated that the battery cap is also damaged and it is getting harder to take off every time. The father stated that she has been in the 300s mg/dl and had a cold. The father did not want to troubleshoot because he thinks the reason is because of her cold. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.